Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site and found a burnt component on the verticalyzer motor command board on the advia autoslide system. The fse replaced the defective verticalyzer motor command board to restore the system operation. The advia autoslide system was run and the customer verified acceptable slide quality. The cause of the fire was a burnt component on the board. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that she observed a computer board on fire when she attempted to use the advia autoslide system. The small fire was put out by blowing on the flames. There is no report of injury to the customer. There was no impact to patient results. Customer was advised by the siemens healthcare diagnostics call center to not use the system and to keep it off until service is dispatched to their site. There are no known reports of user injury or adverse health consequences due to the fire on the advia autoslide system.